Event description:
The facility reports while the carer was attending a student, the lift moved on its own across the room and hit the carer in the throat area. She sustained internal bruising to her windpipe and chin, but was not detained in the hospital overnight. There was no patient in the lift at the time of the incident. (B) (4).